Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. The article concluded: significantly better patency rates were achieved with the hbd than with ptfe at 3 years, but the difference was no longer statistically significant at 5 years. The incidence of major limb amputation, however, was significantly greater in the ptfe group compared with the hbd group at both 3 and 5 years of follow up.

Event description:
Article received: devine, c. A. (2004). Heparin-bonded dacron or polytetrafluroethylene for femoropopliteal bypass: five-year results of a prospective randomized multicenter clinical trial. Journal of vascular surgery, 40, 924-931. The purpose of this study was to compare heparin-bonded dacron (hbd) with polytetrafluoroethylene (ptfe) in a randomized multicenter clinical trial. Per the article: adverse events in the ptfe group included deaths within the follow up period.